Manufacturer narrative:
Approximate age of device - 4 years, 2 months (corrected data). Manufacturer's investigation conclusion: the explanted pump was not returned for evaluation. The reported tear on the silicon layer of the driveline was confirmed through the submitted photograph. Additionally, a direct correlation between the device, and the reported inflow cannula malposition that caused the obstruction and suction event, which caused the ventricular arrhythmia could not conclusively be established through this evaluation. Lastly, an analysis of the log file provided by the account confirmed low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The account did, however, communicate that the low flow alarms were due to the cannula malposition and certain body positions. The log file captured two low flow hazard alarms on (B)(6) 2018 and (B)(6)2018. The pump speed remained above the low speed limit for the duration of the file. The log file appeared to show that the system was operating as intended. The hmii lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are addressed in the IFU. The IFU provides an image of the proper hmii implantation configuration and discusses implanting and orienting the sealed inflow conduit. The IFU and patient handbook provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. The hmii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient has been hospitalized for a long time for v-tach storm. There was malposition of the inflow cannula toward the lateral wall, which caused the obstruction and suction event that caused the ventricular arrhythmia. Due to patient's outcome of driveline issues, cannula malposition and certain body positions that trigger previous low flow alarms, the patient subsequently underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
Approximate age of device - 3 years, 3 months (ended 1/24/2018). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a cosmetic damage to the driveline's outer silicone jacket reported on (B)(6) 2018. The patient was known to have a cannula malpositioning that causes multiple pi events and low flows captured from the technical service log analysis. Although, there are no patient adverse event reports of, or indication of any adverse impact to pump function, if the damage is not repaired it will propagate and may result in serious injury or death. No further information was provided.